Event description:
Related manufacturer reference number: 2017865-2022-01196. It was reported that the patient presented upon developing an infection. The patient's implantable cardioverter defibrillator system was explanted. The patient was stable.